Event description:
It was reported by a clinic manager that a pt developed severe itching after hemodialysis treatment with use of an optiflux f180 nre dialyzer. The dialyzer prescription was changed to a f180 nr and the symptom resolved. The pt did not require any other medical intervention and continues hemodialysis treatment.

Manufacturer narrative:
Based on the info provided, it is unk if the device may have caused or contributed to the reported event. A sample is available but has not yet been returned to the MFR for investigation. The post market clinical staff is in the process of requesting medical records, but have not received to date. A f/u MDR will be submitted upon completion of the investigation.